Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: ca-(B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID:(B)(4). Case status: open. Summary: RMA request. Case notes: problem description (B)(6) 2018, 14:38:10, (B)(4). RMA request on pca.